Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a consumer with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient had the ins explanted, but the lead remained implanted. No symptoms were reported. No further com plications were reported or anticipated.